Event description:
The customer reported via phone call that they had an unexpected re-initialization with their sensor. The customer's blood glucose was over 400 mg/dl at the time of incident. Customer's blood glucose was 346 mg/dl at the time of the call. The customer stated they would call back to continue troubleshooting for the sensor. The customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.